Event description:
It was reported that the implantable pulse generator (ipg) encountered a power on reset (por). The ipg was reset for device interrogation, and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. The data indicated two power on resets (por) occurred on (B)(6) 2014.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. Concomitant medical products: a 5554-45 lead, implanted: (B)(6) 2011. (B)(4).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.